Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via chat that they experienced high blood glucose. The customer's blood glucose was 505 mg/dl. The customer took a shot of 10 units to treat high blood glucose. The customer started auto mode and they did not realize that they had a bent cannula. The insulin pump will not be returned for analysis.